Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from australia, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach within a non-edwards surgical valve. During the valve alignment, the balloon and the valve were aligned but due to a operator error that kept moving the fine adjustment, the valve went too far and moved the valve completely off the balloon on the wire. The delivery system was retrieved and the valve was tried to be captured with a snare, but it failed. It was decided to deploy the valve in the descending aorta. A new commander ds with a new s3 were prepared and the valve was deployed in aortic position with good result. The patient did not suffer any injury and was noted as to be discharged with good recovery.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "fine adjust difficulty" and "thv dislodged off balloon" were confirmed with the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "during the valve alignment, the balloon and the valve were aligned but due to an operator error that kept moving the fine adjustment, the valve went too far and moved the valve completely off the balloon on the wire." Per IFU and training manual, "warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment." In this case, it is likely that during fine adjustment of the valve, the fine adjust wheel was overly dialed causing the valve being positioned too distal on the inflation balloon and then dislodged off the balloon. As such, available information suggests that use error (over-rotation of the fine adjust wheel) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.